Event description:
Report received of "the thermodilution catheter balloon was not inflating, blood was backing up in the lumen". The pt was undergoing an open heart surgery when the incident occurred. The pt had a pa catheter inserted during surgery. It was reported that "the catheter balloon was inflated for testing prior to insertion into the cordis introducer sheath and it was fine". Customer stated that "the balloon was inflated when placed in the pt to float it to a wedge position. The pa distal port and the proximal port transducers were inadvertently interchanged by the customer at set-up. The physician took the catheter back out of the pt and reintroduced it. The second time the catheter was reintroduced, there was "no resistance felt" when the balloon was inflated. "The syringe barrel would not come back after air was instilled into the balloon port". At the time, it was noted that "blood backed up in the balloon lumen." It was reported that the pt also had a condition of calcified valve. A new thermodilution catheter was placed. There was no info why "the catheter was pulled out" during the first insertion. It was not known if the balloon was re-checked at second placement. It was reported that there was "no resistance encountered during the process of insertion". The pt did not experience any adverse effects. Additional info was requested, but was not available.